Event description:
It was reported that the patient suffered an infection and underwent generator explant on (B)(6) 2011. It was also reported that the patient underwent lead explant on (B)(6) 2011. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient manipulated the scar and that the physician believes this was the cause of the infection. The physician does not believe the infection was related to vns. Culture were performed and showed methicillin-sensitive staphylococcus aureus.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.